Event description:
It was reported that the deployment wire broke within the handle after approximately 10 cm of the stent had been deployed in the sfa and it was not possible to retract the outer catheter. The stent delivery system was withdrawn with force, damaging the stent struts, and a portion of the stent detached, remaining within the treatment site. An additional stent was implanted, covering the detached portion of the stent. An additional stent was implanted and angioplasty was performed to complete the procedure. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. A portion of the stent remains implanted. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA # p070014.